Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump's esc button was not working. The customer was trying to clear a low reservoir alarm. He changed the battery and received a failed battery test. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no failed battery alarm was noted. All buttons functioned properly, and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. The low reservoir alarm functioned properly during testing. The pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.